Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported the insulin pump did not detect the reservoir. Customer had attempted to fill the reservoir several times and wasted a lot of insulin. The device had two no reservoir alarms in the history. No numbers are display on the display when attempting to prime. No other alarms noted on the device. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.